Event description:
Reporter indicated that a patient's generator was replaced due to premature end-of-service. It was reported that communication could not be established with the vns generator. Troubleshooting did not resolve the communication issue and the programming system was found to be functioning properly. A battery life calculation based on complete programming history was then performed, and it was estimated that there were 0.19 years remaining until eri - yes. While this calculation does not take programming changes or magnet activations into account, the calculation indicates that the generator should not have been at end-of-service based on programmed settings. It was reported that the patient did not experience any adverse events.